Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the psm involved with this complaint and completed investigations. Failure analysis investigations confirmed the reported issue with the axis 2 brake. The psm failed the weighted brake drop test. The axis-2 brake was replaced and the arm was upgraded with new brakes. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a reportable event; however, the psm failing the in-house weighted brake drop test could cause or contribute to an adverse event, if to reoccur.

Event description:
Prior to starting a da vinci surgical procedure, multiple system error codes were noticed on the patient side manipulator (psm). The psm is an instrument arm which is located on the patient side cart that provides the sterile interface for the endowrist instruments. The psm was replaced. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.